Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 299 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, she attended her birthday dinner and her blood glucose remained high throughout the night. The customer took 45-50 units of insulin overnight but her blood glucose remained over 300 mg/dl. At one point the customer's blood glucose reached a high of 478 mg/dl. The customer was treated with one bag of saline. The customer mentioned that there was moisture exposure regarding the insulin pump. There was fluid under the lcd display screen. The customer stated that she sweats a lot. The medtronic sticker was also discolored as well. The insulin pump will be returned and replaced.